Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the pressure transducer pcb, control pcb and expiratory channel pcb were tested and a software update was performed which solved the issue. No parts were replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufactuer ref#: (B)(4).